Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the last thread on the tip fractured off. The fractured piece was not returned with the device. The strike plate shows signs of previous uses. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The device had an approximate field service age of 12 years. It is unknown how many times the device was used. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the tip of the thread caught on the cup and fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.